Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4) . Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous aorta. A 27/7/2/100 equalizer(tm) occlusion balloon catheter was advanced to the lesion for a stent graft procedure. The balloon was inflated using a syringe but it ruptured. The device was removed completely from the patient and the procedure was completed with a non-bsc occlusion balloon catheter. No patient complications were reported and patient's status was good.